Manufacturer narrative:
The initial MDR was filed on september 15, 2017. Additional information (09/26/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data which indicated calibration, quality controls (qc) and all instrument data were performing as expected. The potential cause of the discordant, falsely elevated tni results could be sample specific interferences such as non-specific binding, clinical conditions other than acute myocardial infarction and troponin (tni) antibody binding differences between the different test methodologies.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that calibration and quality control (qc) were within range on the day the event occurred. A siemens technical applications specialist (tas) reviewed the instrument data with the customer which indicated calibration and qc were satisfactory. Ccc specialist reviewed the instrument data which indicated the customer's centrifugation may be contributing to the discrepancies. The customer was informed that there is a difference in methodologies between the dimension exl instrument and the alternate instrument with which the lower results were obtained. Ccc has recommended re-centrifuging plasma of any sample >0.04 to ensure the same quality. Sample handling and or sample integrity issues can result in false positive or negative results. The cause for the operator not following centrifugation directives is failure to follow instructions. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required MDR 2517506-2017-00689 and MDR 2517506-2017-00710 were filed for the same event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a dimension exl 200 instrument. The sample was repeated the next day on in another facility and on an alternate instrument, utilizing a different methodology, resulting lower. The original sample was pulled 16 days later, thawed, aliquoted, re-centrifuged for 5 minutes and sent to an alternate laboratory, where it was tested on a dimension exl instrument, resulting the same as the original result. The lower result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.